Event description:
It was reported that the bd luer-lok packaging was damaged / defective / other. The following information was provided by the initial reporter translated from french to english: description : packaging too thin to certify the sterility of the syringe inside the syringe is hard to handle and there are lots of air bubbles.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - package damaged / defective / other. Thirty-nine samples of 1ml luer-lok syringes from batch 4068724 were provided to our quality team for investigation. The reported issues were not confirmed upon inspection of the samples. The sterility of the syringe is certified in the certificate of compliance. The reported defects were not identified in the samples received so no corrective action is required at this time. Batch 4068724 is considered in compliance with our product specification requirements. Furthermore, a device history record review was completed for provided lot number 4068724. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.